Event description:
This pt offered no complaints pre-treatment. Approx 1-1/2 hours into her treatment she vomited and was unable to speak appropriately. The dr. Was in attendance and the treatment was stopped. The pt felt better and went home.pre-treatment the dialysis machine would not go into conductivity. The wands in the jugs were switched. The machine came into conductivity and was checked with the hand held meter. This MDR is being filed on the machine because it went into conductivity using po water aand acid. No bicarb was in either jug.the pt did not come back the next day for treatment.